Event description:
The customer reported that the unit is not charging the battery. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the unit is not charging the battery. There was no report of patient involvement. The customer isolated the problem and ordered an ac power module to resolve the issue. Based on the customers' report, we will consider this a malfunction of the ac power module.